Event description:
It was reported that during the procedure, the 1.0 drill bit broke, leaving a fragment of it inside the patient's bone because it could not be removed. The doctor decided to leave this fragment behind because it was difficult to extract. This problem was solved by inserting another drill bit of the same diameter and characteristics, also included with the equipment, thus successfully completing the surgery without discomfort for the specialist and without alterations in surgical times. During and after the surgery, the patient's condition was stable without any additional complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6 investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however the image attached doesn't show the complete device and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drill bit ø1 l61/31 f/core hole would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 03.130.102-16, lot number: 32641p8. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 17 oct 2024, manufacturing site: jabil bettlach.